Event description:
During bedside trach procedure, this rn primed IV tubing with the medication, norepinephrine. Programmed the pump; started to run. After short amount of time, pump alarmed "occluded pt side." Checked all clamps and restarted. It quickly alarmed. Removed tubing; flushed PICC with small amount of normal saline and the PICC line flushed easily. Restarted infusion and it quickly alarmed again. Removed tubing from patient and pump allowed to drain into sink. It flowed freely. Replaced tubing into pump, checked the settings, then attached to pt. Pump quickly alarmed again. This time when I opened the door of the pump there was a ballooning in the tubing about the size of a dime. I removed the tubing from the pump. This is where another staff person witnessed the event. When I pressed on the balloon, the tubing fell apart, at the top blue fixture (as it sits in the pump) from the clear tubing. A little blue ring also fell off.